Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicated that the embo trap was still one piece, ¿meaning no parts came off." A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a mechanical thrombectomy it was not possible to insert a 5x33 embotrap 2 (et007533, 18m017av) into a 170cm prowler select plus microcatheter (606s272x, 30066730). Instead of smooth insertion as usual the embotrap 2 was destroyed during attempt. A medtronic solitaire microcatheter (mc) was used instead but problem was persistent, and the solitaire mc was also destroyed. A new (170cm) prowler select plus (606s272x, 30066730) was used and placed in the target vessel. A second 5x33 embotrap 2 (et007533, 18m017av) was destroyed due to the same problem. Eventually it was with difficulties that it was possible to insert a preset (phenox) thrombectomy device into the prowler select plus. The procedure was finished with this setup. There was a surgery delayed of 30 minutes due to the reported events. It is unknow if the patient¿s condition worsened as a result of the surgical delay. Additional information received indicated that during insertion of the stent retrievers it was impossible to pass the transition zone between the transparent part and the white part at the proximal end of the catheter. Most probably due to a misalignment of the microcatheter components, the stent retrievers were destroyed/twisted/compressed. No information was provided as to what part//component(s) of the device was damaged. The device could not be advanced through the hub. There was no excessive force applied to the devices. The devices were examined prior to use and were flushed without difficulty. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. Additional information received indicated the embo trap was still one piece, ¿meaning no parts came off." The device has been discarded and therefore no investigation can be performed. A review of the manufacturing documentation associated with this lot: 18j030av, presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint of ¿cage assembly ¿ kinked/bent¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that during insertion of the stent retrievers it was impossible to pass the transition zone between the transparent part and the white part at the proximal end of the catheter. Most probably due to a misalignment of the microcatheter components, the stent retrievers were destroyed/twisted/compressed. No information was provided as to what part//component(s) of the device was damaged. The device could not be advanced through the hub. There was no excessive force applied to the devices. The devices were examined prior to use and were flushed without difficulty. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR report is to include the additional event information received on 10/7/2019 that was not included on the follow-up report #1 (B)(4) submitted on 10/28/2019. Updated sections on this report: h2 and h10. The device has been discarded and therefore no investigation can be performed. A review of the manufacturing documentation associated with this lot, 18j030av, presented no issues during the manufacturing or inspection process that can be related to the reported complaint a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Expiration date: not available at this time. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Device manufacture date: not available at this time. A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report. This is one of three products involved with the complaint and the associated manufacturer report numbers are: 3008264254-2019-00562 and 3011370111-2019-00158.

Event description:
As reported by a healthcare professional, during a mechanical thrombectomy it was not possible to insert a 5x33 embotrap 2 (et007533, 18m017av) into a 170cm prowler select plus microcatheter (606s272x, 30066730). Instead of smooth insertion as usual the embotrap 2 was destroyed during attempt. A medtronic solitaire microcatheter (mc) was used instead but problem was persistent, and the solitaire mc was also destroyed. A new (170cm) prowler select plus (606s272x, 30066730) was used and placed in the target vessel. A second 5x33 embotrap 2 (et007533, 18m017av) was destroyed due to the same problem. Eventually it was with difficulties that it was possible to insert a preset (phenox) thrombectomy device into the prowler select plus. The procedure was finished with this setup. There was a surgery delayed of 30 minutes due to the reported events. It is unknown if the patient¿s condition worsened as a result of the surgical delay.